Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel in the upper left arm. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without problems and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.